Event description:
After iabp for eight hours, blood was noted in the tubing. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 5/23/97.) (Pt's current status: unk - rpt'd 5/23/97.)